Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on (B)(6) 2011 and subsequently expired on (B)(6) 2011 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported on the same patient involving three separate products and associated with mdrs #1225714-2013-01600, #1225714-2013-01601, #1225714-2013-01602, #1225714-2013-01603.